Event description:
It was reported by the affiliate that when the devices were used during an unknown procedure, it locked out. Opened another device to complete the case. There was no consequence to pt.